Manufacturer narrative:
Qn (B)(4).

Event description:
It was reported "until recently we have been noticing patients getting neck haematomas, as our patients are anticoagulated during surgery this is not always noticed straight away." The patient's current condition is reported as "unknown". Additional information was requested from the customer; however, further details have not been provided at this time.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "until recently we have been noticing patients getting neck haematomas, as our patients are anticoagulated during surgery this is not always noticed straight away." The patient's current condition is reported as "unknown". Additional information was requested from the customer; however, further details have not been provided at this time.